Event description:
The patient reported that she looked down at the pump and there is no power. The patient tried using multiple batteries, but there were no audible tones. The patient indicated that she can hold the cap down and the pump will chirp, but not stay powered on. The patient attempted to use a new battery cap with no change. The patient is unsure if there is damage to the pump, but she does not notice anything wrong.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed corrosion inside the battery compartment and stripped battery cap threads. A test battery cap was used to complete testing. The pump powers on to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power interruptions occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.